Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 416 mg/dl. The customer¿s blood glucose level was 335 mg/dl at the time of incident. The insulin pump had flow block alarm. The customer¿s current blood glucose value was 139 mg/dl. Auto mode feature not active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced headache and nose bleed due to high blood glucose. The customer treated high blood glucose with insulin pump. Based on customer report customer allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump will be returned for analysis.